Event description:
Customer reported that his doctor set the settings in the insulin pump and he feels he is getting more high than low blood glucose. Customer stated that the previous sensor was reading 120 mg/dl but his blood glucose was 40 mg/dl. Customer wondered why pump did not go into low suspend; customer was advised on how the threshold suspend works. Customer stated that he needed assistance on inserting a new sensor; customer was assisted on inserting the sensor with the serter. Customer stated that the sensor was a little twisted into his body but it was flush and the needle hub stayed in serter. Customer stated that the transmitter never blinked green when connected to the sensor. Current blood glucose was 102 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-46075.